Event description:
Medwatch report states: patient had revision of right hip replacement due to failed asr implant recall. Metallosis secondary to metal on metal prosthesis.

Event description:
Medwatch report states: patient had revision of right hip replacement due to failed asr implant recall. Metallosis secondary to metal on metal prosthesis. Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperatively the surgeon noted metallic staining of the lining and areas of osteolysis caused by this wear. Additionally, there was dark metallic debris at the trunion between the head and the stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers received which allege the patient also suffered from cup detachment, pain, and inhibited the ability to walk.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.